Event description:
Reporter alleged blood glucose measured 71 mg/dl back to back with a result of 35 mg/dl performed within 10 minutes of each other. It was stated a different glucose reading was 168 mg/dl performed back to back with a result of 78 mg/dl performed within 10 minutes of each other. No treatment was received or actions taken as a result. A request was made for the return of the suspect product and replacement product was sent.